Event description:
Biomedical engineering department reported an infusion pump that "failed" during patient use. The pump was reported to be infusing maintenance fluid "d5 1/4 with 30 meq of potassium" at a rate of 15mg/hr to a sedated intensive care unit patient when the failure occurred. According to the facility's risk manager, no patient injury or need for medical intervention has been reported.